Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 and ¿after removing the porter during surgery, customer checked that it was broken. It was found in the patient's body and retrieved. Patient's condition was fine and the operation was completed without any problems.¿ the procedure was completed with an alternate airseal 12mm and there was a 40 minute delay. There was no injury or impact to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 91 reports, regarding 94 devices, for this device family and failure mode. During this same time frame 1,015,014 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised the following: once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. Once proper entry has been made endoscopically, the bladeless optical tip access port should not be advanced for additional penetration. Continued entry of the access port at this point could cause injury to underlying anatomic structures. Do not use excessive or uncontrolled force. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 23 and ¿after removing the porter during surgery, customer checked that it was broken. It was found in the patient's body and retrieved. Patient's condition was fine and the operation was completed without any problems.¿ the procedure was completed with an alternate airseal 12mm and there was a 40 minute delay. There was no injury or impact to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.